Manufacturer narrative:
It was reported that the proximal part of the stent did not expand after the stent placement, and while the physician was picking the stent by scope and forceps to expand, the stent fell into the stomach. The stent was removed by forceps and it still did not expand after removal. As a result of analysis of returned device, the stent and delivery system were returned. There is no notable damage on the delivery system. The stent was returned in state of being expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time, but it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. Although the description mentioned "the proximal part of the stent did not expand after the stent placement. The stent was removed and it still did not expand after removal", the stent was returned in the state of being expanded. It is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. However, it is assumed that the stent did not expand temporarily due to the condition and extreme pressure at the patient lesion, and it is considered the stent fell into the stomach when the stent migrated due to the conditions of the procedure. And then, it is assumed the stent did not expand temporarily after removal due to the environment at the time of the procedure, and after that, the stent gradually expanded slowly during the return process. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" and "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent migration". This complaint couldn't know the root cause, but it is assumed that expansion failure and migration case occurred due to the pressure of the patient's lesion and the environment at the time of the procedure. There will be continued monitoring of the same or similar customer complaints.

Event description:
It was reported that the proximal part of the stent did not expand after the stent placement. While the physician was picking the stent by scope and forceps to expand, the stent fell into the stomach. The stent was removed by forceps and it still did not expand after removal. Another stent (est1808f) was used to finish the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
It was reported that the proximal part of the stent did not expand after the stent placement. The stent was removed by forceps and it still did not expand after removal. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analysis because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
It was reported that the proximal part of the stent did not expand after the stent placement. While the physician was picking the stent by scope and forceps to expand, the stent fell into the stomach. The stent was removed by forceps and it still did not expand after removal. Another stent (est1808f) was used to finish the procedure. There were no patient complications as a result of this event.